Event description:
It was reported to boston scientific corporation that a jagwire was used during a procedure performed on (B)(6), 2010. According to the complainant, the coating of the jagwire peeled inside the 'catheter of opacification' and the physician faced difficulty removing the guidewire from the complimentary device. There was no patient information provided and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the entire overall length of the distal tip section was inspected. It was observed that several sections (175 cm, 180 cm 190 cm and 244 cm) of the polytetrafluoroethylene (ptfe) jacket exhibits evidence of being damaged. Upon further examination the ptfe jacket surface appears to exhibit clear indications of having been skived by some type of device exposing the core wire. Except were noted, no other damage or inconsistencies were noted to this specimen at this time. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the returned device, there is a high likelihood that the probable cause for the failure reported was cause by another device. In terms of the difficulty removing/withdrawing, it is likely that the inability to withdraw was due to the damage noted to the ptfe surface preventing easy removal. Therefore, clinical practice or procedures may have influenced the event as reported. The risk of the reported event is noted within the labeling as follows: the direction for use (dfu) under warning statement state: 'do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire'.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a procedure performed on (B)(6), 2010 according to the complainant, the coating of the jagwire peeled inside the 'catheter of opacification' and the physician faced difficulty removing the guidewire from the complimentary device. There was no patient information provided and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)